Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation and had not recharged the ipg for multiple months. The pt had not received stimulation since before the last recharging session. Instructions were provided regarding how to recharge the ipg. Attempts to contact the pt again were unsuccessful.